Manufacturer narrative:
The patient reported he applied the electrodes to his neck; this device is only indicated in the lumbar spine, not the cervical spine, so this is an off-label use. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The patient's manual states "if erythema develops at the electrode sites, the electrodes should be relocated either immediately above or below the original sites. If the reaction does not resolve after 48 hours after relocating the electrodes, the patient should be instructed to consult the prescribing physician." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported he received the spinal pak for the cervical area on (B)(6) 2016. He suffered a traumatic brain injury so he cannot remember many details. He stated "he ended up in urgent care because he had an infection from the electrodes (unknown which type of electrode) and the cover patches. The patient does not remember the date, facility name, or physician name. He stated he had seven open wounds on his neck; the wounds would bleed and when they do heal up they leave scars. The physician gave him a pill and some cream, however he does not remember the names." The patient requested more electrodes be sent to him. Followed up with sales representative who stated the surgery was done from the front of the neck and the patient reports wearing the electrodes on the back and side of his neck.

Event description:
The patient provided additional information: the patient advised he took a break from treatment for about a week because he had some recent surgery and infections that had nothing to do with the electrodes or cover patches as he had not been treating with the device. The patient advised he may start back with treatment beginning on (B)(6) 2017.